Event description:
We received the complaint from the distributor in (B) (4). During inspection of the product, it was discovered that the stylet drilled the package and unsterilized the needle.

Manufacturer narrative:
The device samples were returned and evaluated. It was noted that the cannula hub and sheath moved upwards into the spacer clip. This caused the stylet to extend beyond the sheath and puncture the pouch during shipment to the customer. We receive this product from the supplier and package it for sale with no add'l assembly at our facility. We have confirmed with the supplier of the needle that the cannula and stylet hubs were properly manufactured into place and the correct sheath was used during the production of the product. A review of our job order was completed with no defects or deviations noted. This defect may occur if the nose of the cannula hub is not properly locked into place with the spacer clip edge, or there is force applied to the needle or packaging to cause the cannula to move up into the spacer clip exposing the stylet tip.